Event description:
It was reported that the system was explanted for unknown reasons. The patient was in stable condition.

Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, patient information, customer name are unknown since the serial number was unknown.

Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, patient information, customer name are unknown since the serial number was unknown.

Event description:
It was reported that the system was explanted for unknown reasons. The patient was in stable condition.